Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a050502 captures the reportable event of device misfire. Device code a0501 captures the reportable event of dart detachment of device or device component. Block h11: upon receipt at our quality assurance laboratory, this capio slim device underwent a thorough analysis. Visual inspection of the device did not reveal any damages. During functional inspection, the suture was loaded and was able to keep in the carrier. The reported allegations of misfire and dart detachment were not confirmed through product analysis. Based on the most relevant information available and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during preparation for a sacrospinous ligament fixation procedure, the capio slim deployed without being actuated and the needle slipped off the device. Another capio slim was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that during preparation for a sacrospinous ligament fixation procedure, the capio slim deployed without being actuated and the needle slipped off the device. Another capio slim was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a050502 captures the reportable event of device misfire. Device code a0501 captures the reportable event of dart detachment of device or device component.